Event description:
This event was reported as aortic valve endocarditis; source unknown. Pt had fever and embolic episodes with medical treatment ten days prior to reoperation. Echocardiogram showed a large vegetation on the prosthetic valve that did not respond to medical treatment. No further info was provided.